Event description:
The lawsuit claims the pt was implanted with an ipg, model 7427 synergy, in 2003. The lawsuit alleges the ipg battery quit working in january 2003. The pt alleges the hcp, and the pt, were told the battery would last 4-5 years and seeks compensation for economic loss. No report of device explantation.